Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The patient presented with non st-elevation myocardial infarction. The small target lesion was located in the tortuous right coronary artery (rca). After advancing a guidewire and a guide extension catheter, pre-dilation was performed. A 3.00 x 32mm synergy ii drug-eluting stent was advanced; however, the whole system was pushed out of rca, leaving the stent in the vessel. After failing to snare the dislodged stent, another synergy stent was used to crush the dislodged stent against the wall. No further complications were reported and timi iii flow was noted.